Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory laparoscopy procedure, the device would not release after fired on the tissue. The device was forced open to remove from tissue. Another device was used to complete the case. There was no pt consequence.